Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 37751 recharger and 37761 desktop charger used with a deep brain stimulation implantable pulse generator exhibited multiple issues, including the recharger not holding a charge, shutting off, and having a port that appeared dirty and bent with wires protruding. The desktop charger connector pin was also described as dirty and bent with wires sticking out. The caller was unable to charge the patient's implantable neurostimulator, and the implanted neurostimulator battery was observed to be getting low, raising concerns about the battery potentially dying. Contradictory information was initially provided regarding the condition of the devices, but a healthcare professional clarified that both the recharger port and desktop charger pin appeared damaged and dirty. The patient, who resides in a memory care unit, had previously managed to temporarily restore function by wiggling the cord, but this was no longer effective. Patient services arranged for expedited replacement of both the 37751 recharger and 37761 desktop charger and provided information about transitioning to a wireless recharger. No patient complications have been reported as a result of this event.